Event description:
It was reported that absorbable adhesion barrier was used during a laparoscopic gynecological procedure. The pt experienced a "severe post-operative complication in which a strange inflammation surrounded the pt's abdomen". Additional info has been requested but has not become available at this time.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental form will be submitted accordingly.